Event description:
In 2005 I had vagina prolapse and had to have my bladder supported with mesh. I have been in constant pain since and lost part of my intestines, I was told when I had the surgery they would remove the mesh. When I woke up I found out he didn't remove anything so now its 3 years after the surgery my body is rejecting the mesh and causing me more trouble now. My body is attacking itself, I'm in pain. Who can I trust to help me? Do I need a lawyer to make these doctors do what they say they are going to do? I now have an autoimmune problem. Recalled mesh.